Event description:
It was reported that approximately 38 months post implantation of a xience prime stent in the first diagonal coronary artery, the patient was admitted on (B)(6) 2012 for a small bowel obstruction after a bowel resection surgery and was found not breathing and pulse less in his bed. Cardio pulmonary resuscitation and four shocks with the defibrillator were done. The patient was resuscitated and being monitored and hospitalized for small bowel obstruction. Reportedly, the patient was found unresponsive, not breathing and pulse less in his bed and diagnosed as a cardiac death on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.